Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to high pacing impedance measurements of 1180 ohms. It was noted that the impedances started around 400 ohms and increased over time. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.